Manufacturer narrative:
A ge svc rep performed an onsite investigation. The boards and connectors were reseated during the svc call. The ps1 power supply was evaluated and then calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a sys lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.